Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
The tip of the diamondback coronary orbital atherectomy device broke off during treatment. The fragment was removed with a snare, and the procedure was completed with a competitor device.

Manufacturer narrative:
Corrected data: initial reporter name and address: - physician name and site name misspellings were corrected. Failure analysis conclusion: the device was returned with a driveshaft fracture on the distal side of the crown weld. Scanning electron microscopy analysis identified evidence of fatigue striations on the fractured faces of the driveshaft filars. The exact cause of the fractured driveshaft could not be confirmed. The guide wire spring tip proximal adhesive bond was damaged, and the cause of the damage is unknown. At the conclusion of the failure analysis investigation the reported event was confirmed. The device history record for this oad lot number has been reviewed. The review identified one previous record of scrap from this lot upon manufacturing inspection due to a crown weld issue. The crown weld issue observed with the scrapped device was not present on the device referenced in this report. Csi ID: (B)(4).